Event description:
A (B)(6) female admitted with complaints of shortness of breath and mid epigastric abdominal discomfort for 2 days prior to admission. Patient admitted to medical/surgical telemetry unit where central telemetry monitoring initiated. Patient left the unit for an echocardiogram with telemetry monitor in place at 1100 . During investigation of event, informed that alarm was paused by telemetry tech when patient left unit for test. Patient returned approximately 1 hour later (12 noon) alert and oriented x 3. Patient was seen immediately upon return from test by patient care tech who assisted her with adl's. The rn entered the room shortly after and finds the patient unresponsive in bed. A code blue was called and resuscitation was unsuccessful and patient expired. Telemetry monitor was on patient. Last tracing from central telemetry was at 1100.